Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 12mm maverick² balloon catheter was selected to dilate the lesion. The device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. Microscopic examination of the balloon and shaft revealed a 14mm longitudinal tear from the proximal to the distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the balloon tear or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).